Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had tilt screen in order to see display at times and ability to deliver a bolus or basal as well as act button has stuck at times. Customer¿s blood glucose level was unknown. Customer also reported that they were during priming process and insulin was stopped and restart priming process again. The device will not be returned for analysis.